Event description:
The customer complained that the unit has had frequent intermittent failures in the defibrillator charging circuit, found during routine testing. The customer lost confidence in the product and expressed dissatisfaction with the reliability of the device.